Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar fired unintentionally without being activated by the user. The customer was able to resolve the issue by unplugging the monopolar energy cord. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse did a log review and confirmed the occurrence of errors m-1c and m-10 related to maximum activation time and activation elements. The tse explained the errors and advised the customer to either inspect the switch or plug the monopolar energy cord into another port on the erbe generator. The customer would follow the advice later. The procedure was completed using the same system with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. A log review confirmed the occurrence of errors m-1c (maximum activation time exceeded) and m-10 (activation elements were not released). The technical support engineer (tse) explained the error's meaning to the user and advised them to either inspect the switch or plug the monopolar energy cord into another port on the erbe generator. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.